Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using 27mm watchman flx laa closure device with delivery system (wds). A small pericardial effusion was noted post procedure however during post procedural monitoring the pericardial effusion increased in size and required intervention. A pericardial tap was performed and the patient fully recovered.